Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel in the pump's event history. This condition was caused by depleted main batteries. This condition was resolved onsite at the facility by a baxter field service technician by replacing the main batteries and battery harness. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device will not be received by baxter, as it was serviced onsite by a baxter field service technician. The evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history found that a battery depleted alarm interrupted delivery. There was no report of medical intervention or patient injury associated with this event. The software version of this device is currently unknown. No additional information is available at this time.